Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one component disassembled / missing. The components were not returned. The device history records & receiving inspection report for were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Medical records were not provided. This device is confirmed to have been a part of a previous CAPA investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to address this issue.

Event description:
It was reported a tasp was returned missing bearings on a worn instrument claim form.